Event description:
It was reported a communication fail error message was displayed. This will result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and the backplane. The system operates as intended.